Event description:
It was reported that pump's usb port was damaged, and the pump battery intermittently could not be charged properly without maneuvering the cable into the charging point at a certain angle. There was no reported impact to customer's blood glucose. The customer adopted an alternate method of insulin delivery using multiple daily injections (mdi).